Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that leakage occurred from between the bd phaseal¿ connector luer lock (c35) and the needle during use. The following information was provided by the initial reporter: "multiple issues of leakage in the connection between the connector and a needle.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred from between the bd phaseal¿ connector luer lock (c35) and the needle during use. The following information was provided by the initial reporter: "multiple issues of leakage in the connection between the connector and a needle."